Event description:
It was reported that the device failed at approximately 1:35 a.m. An alarm was generated and the message ventilation uinit restarted was displayed. The device was replaced and the patient ventilation was continued with the exchanged device. No patient injury was reported.

Manufacturer narrative:
The logbook of the affected device was available for the investigation. Based on the logbook entries it was confirm that the device performed a warmstart of the ventilation unit on (B)(6), 2021 at 01:22 am system time as a specified reaction to a detected time-out in the software task processing. After the warmstart, the alarm message "ventilation unit restarted" was generated and the ventilation continued with the last settings. A further analysis revealed that an error in the data processing of the activated co2 measurement was the cause of the error. The error can be prevented by switching off the integrated co2 measurement. The device behaved as specified for the failure by performing a warmstart of the ventilation unit to solve the issue. During the warmstart, the emergency valve is opened to ambient to allow the patient to breathe spontaneously. After a successful restart, the alarm message "ventilation unit restarted" is generated and ventilation is continued with the last settings. The number of similar cases, related to the same root cause, is not within the expected range of the respective risk assessment. A field safety corrective action is currently being planned and will be published shortly to inform the users of this risk. A new software version is currently being developed to solve the issue.

Event description:
It was reported that the device failed at approximately 1:35 a.m. An alarm was generated and the message ventilation uinit restarted was displayed. The device was replaced and the patient ventilation was continued with the exchanged device. No patient injury was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed at approximately 1:35 a.m. An alarm was generated and the message ventilation unit restarted was displayed. The device was replaced and the patient ventilation was continued with the exchanged device. No patient injury was reported.